Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21vwas reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). Occupation: nurse manager, msn rn nm. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss on iab circuit alarm. The customer did not see any blood in the helium tubing, no external kinks, and all connections, safety disk, fill/drain ports were secure. They did notice some condensation which they drained. The patient was alert and oriented, coughing at times. The printed alarm history showed the alarm going off every two hours. The nurse reduced augmentation by two bars. The customer was advised on what the alarm meant and possible reasons for it occurring. There was no patient harm or adverse event reported.